Event description:
In 2004, after playing on a plastic tube slide, the pt reportedly experienced an uncomfortable sensation. In 2004, the pt was seen at the center for evaluation. Programming changes were made. The next day, the pt was seen by a company rep for evaluation. Testing could not be completed because the pt was unwilling to wear the external equipment. The following month, when the patient's parent connected the external equipment, the pt reportedly experienced overly loud sensations. A company rep was contacted with this information and recommended explantation. The pt's cii device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.